Manufacturer narrative:
The syringe components were measured and found to meet specifications. There have been no other reports on this lot. This report was mailed in to FDA on: 01/14/1998.

Event description:
User facility reports cannula detached after second use during procedure. Additional info: surgeon reports cannula detached during initial product injection. He reports some corneal edema post-operatively but no intervention was required.